Event description:
It was reported that the customer's insulin pump alarmed motor error several times during rewind. Troubleshooting was performed. The device was not exposed to a high magnetic field. The displacement test was performed and passed. It was also mentioned that the alarm history revealed no delivery alarms prior to the motor error alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind and displacement test. However, the device was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with broken reservoir tube lip and scratched display window.